Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the "ok button" on her onetouch ultralink meter was not responding. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 9:14pm. It is not known if the patient was taking any diabetes medications or whether she made any changes to her diabetes regimen at the time the alleged issue began. The patient claimed 2 ½ hours prior to the start of the alleged issue, she was feeling lethargic and thirsty. In spite of her symptoms, the patient denied receiving any medical treatment. At the time of troubleshooting, the cca noted the subject meter had been used before by the patient, there was no misuse of the meter, and the alleged issue was not an intermittent issue. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient felt symptomatic prior to the start of the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved.